Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate on multiple occasions. Review of pump data logs verified that the pump is performing as intended; customer acknowledged. Customer¿s blood glucose level ranged from 252-400s mg/dl.